Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was received on 22-dec-2016 that states, the hospital reported after intubation the endotracheal tube (ett) kinked after twenty four hours. The patient was exhibiting mild increased shortness of breath and difficulty with passing the catheter down the endotracheal tube. The tube was removed and replaced with a metal-wire endotracheal tube. The patient experienced a subarachnoid hemorrhage and was transferred to another hospital.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(6) product is defective or caused serious injury. Device not returned.

Event description:
It was reported that when the et tube was removed from a patient, as it was kinked inside the trachea. After 90 minutes, the tube was still kinked. No further information provided.